Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025 at home. The cause of death was hyperglycemia. Blood glucose value was 500 mg/dl. The insulin pump was worn at the time of passing. The last known product(s) for this customer are as follows: unomedical, unk_ngp. Troubleshooting was performed for deceased reporting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event, and it was unknown whether the smartguard/auto mode of the insulin pump was used or not. Unomedical and unk-ngp were requested, and customer response was the device's will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.